Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported during the last drain of his treatment, the cycler alarmed for drain complications. He was not able to progress the treatment. He contacted his pd nurse who had him discontinue using the cycler, disconnect, and finish treatment manually. The next night when he opened the cassette door to prepare or his next treatment, he found a fluid leak near the cassette. The set was discarded. During follow up, his pd nurse reported that his effluent was clear. He did not have signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.